Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was 342 mg/dl. Customer was hospitalized for high blood glucose. Customer was not wearing the device for less than 48 hours prior to the hospitalization. Customer mentioned the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The battery was removed and reinserted with no unexpected failed battery test alarm noted. The stop current and run current measurement tests are within specification. The insulin pump had no button response on the down arrow button due to unlocked keypad flex connector on the lcd board. We were unable to complete the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response on the down arrow button. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.